Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device threads are heavily damaged from attempted use. A small section of the threads appears to be sheared off and was not returned. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include surgical technique or a damaged instrument. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the screw thread on a r3 3 hole acet shell 54mm split off from the impactor thread while inserting the r3 3 hole acet shell 54mm in the acetabulum. A surgical delay of less than 30 minutes occurred due to this event. Nevertheless, the procedure was concluded with a smith and nephew backup shell. Neither patient injury nor other complications were reported.